Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that last night when the patient was charging their implant they saw a thermometer icon on the display of the recharge and their implant site was ¿pretty warm¿. It was reported that they tried it again later on and it happened again. It was reported that the patient had been charging their implant for a couple of hours when this occurred and they were sitting at the computer when it happened. It was reported that they didn¿t remember how many coupling boxes were filled at the time. It was reported that the event occurred on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 97754 lot# serial# (B)(4) implanted: explanted: product type recharger due to additional information it was found that the device codes (B)(4) do not apply to the ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative on 2017-06-21 reported that they spoke with the patient that day. Per the patient the heat was coming from the charger. The patient had been charging for an extended period of time with the charger sandwiched between their body and a pillow. The issue resolved when the patient allowed the charger to cool down following the long charge duration. It was confirmed that the thermometer icon had only appeared that one time and had not been seen since. The exact cause is unknown but it was speculated to be a combination of the longer charging interval and the pillow insulating the charger head which was not allowing the heat to dissipate. To the reporting representative¿s understanding the issue had been resolved as the patient had stated there were no further issues. No further complications were reported.